Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic area pain') in a 45-year-old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter in 2015, celiac disease, gerd and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in the whole body"), headache ("headache"), memory impairment ("forgetfulness") and depressed mood ("low mood"). The patient was treated with surgery (laparosocopy - removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, headache, memory impairment and depressed mood outcome was unknown. The reporter considered arthralgia, depressed mood, headache, memory impairment and pelvic pain to be unrelated to essure. The reporter commented: essure removed at patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic area pain') in a 45-year-old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter in 2015, celiac disease, gerd and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in the whole body"), headache ("headache"), memory impairment ("forgetfulness") and depressed mood ("low mood"). The patient was treated with surgery (laparosocopy - removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, headache, memory impairment and depressed mood outcome was unknown. The reporter considered arthralgia, depressed mood, headache, memory impairment and pelvic pain to be unrelated to essure. The reporter commented: essure removed at patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Further company follow-up with the other health professional is not possible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic area pain') in a (B)(6) year old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter in 2015, celiac disease, gerd and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in the whole body"), headache ("headache"), memory impairment ("forgetfulness") and depressed mood ("low mood"). The patient was treated with surgery (laparoscopy - removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, headache, memory impairment and depressed mood outcome was unknown. The reporter considered arthralgia, depressed mood, headache, memory impairment and pelvic pain to be unrelated to essure. The reporter commented: essure removed at patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Further company follow-up with the other health professional is not possible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.